Event description:
It was reported that the silver alginate dressing was applied to a stage three ulcer. The dressing was in place for three days and then removal was attempted. At that time, it was found that the dressing was stuck to the wound. The product was then removed via surgical wound debridement.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.